Event description:
It was reported that at the one day post implant check the right atrial (ra) lead was found to be pacing the ventricle. Further testing confirmed the ra lead had dislodged into the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.